Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. It was reported that after recirculation mode was complete, the machine defaulted to a uf goal of 3000 and treatment time of 3 hours. The clinical manager stated that the machine was manually adjusted back to the original settings using the up/down arrows to adjust the uf goal and treatment time. It was reported that the patient completed treatment with no adverse events. Due diligence attempts were exhausted, but additional patient and machine information was not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review could not be performed, as a serial number was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.